Event description:
It was reported that 1 syringe 0.5ml 31ga 6mm was unable to aspirate. The following information was provided by the initial reporter :   it was reported by the parent of the consumer that the needle was not able to draw insulin. Date of event: (B)(6) 2021. Samples: yes.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/17/2021. Investigation: customer returned a single 0.5ml syringe with no other identification. After removing the needle shield, the needle was found to have broken off at its base at the needle hub. Under magnification, the remnants of the needle were found to have bent significantly to one side and twisted/crimped around the fracture. The syringe was found to be unable to draw insulin in this condition. It cannot be determined when the needle broke using the limited evidence presented, though high stresses accidentally placed across the needle may have been sufficient to result in the observed fracture. After removing the needle shield, the needle was found to have broken off at its base at the needle hub. Under magnification, the remnants of the needle were found to have bent significantly to one side and twisted/crimped around the fracture. The syringe was found to be unable to draw insulin in this condition. It cannot be determined when the needle broke using the limited evidence presented, though high stresses accidentally placed across the needle may have been sufficient to result in the observed fracture. A review of the device history record was completed for batch# 0034888. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Based on the samples received, bd found that the needle was missing as the result of it breaking off. Bd was able to confirm that the syringe was not drawing liquid as a result of the condition of the needle. The root cause of the syringe not drawing may be the fracture obstructing the needle. The root cause of the needle breaking off may be accidentally applying high stresses across the needle. H3 other text : see h.10

Manufacturer narrative:
A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 syringe 0.5ml 31ga 6mm was unable to aspirate. The following information was provided by the initial reporter :   it was reported by the parent of the consumer that the needle was not able to draw insulin. Date of event: (B)(6) 2021. Samples: yes.